Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient presented with an infected lps revision knee. Surgeon removed the segments and distal femur and replaced with similar parts to what they took out except for a 5mm longer segement. Surgeon washed out extensively the distal femur region of the leg. Doi: (B)(6) 2018; dor: (B)(6) 2019; right knee.